Event description:
The customer reported a brownish fluid leak from under the beckman coulter lh 750 hematology analyzer which had spilled onto the countertop. The volume of the leak is unknown, but the customer was wearing personal protective equipment consisting of gloves, lab coat and goggles and no injury or exposure was reported. No erroneous results were reported and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) determined that the leak was the result of the vent line which had popped off of the primary aspiration needle caused by an obstruction in the needle vent. The fse was unable to clear the needle vent so the primary aspiration needle was replaced. Verification of proper needle vent was performed and repair was verified per established procedures. Root cause of the leak was determined to be an obstruction in the primary aspiration needle vent.

Manufacturer narrative:
Evaluation: results - obstruction in the primary aspiration needle vent. (B)(4).